Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient accidently hit his implant site with a gardening tool and presented in clinic for follow up. The physician planned a pocket revision surgery the following day as the device was close to eroding through skin. The physician felt the original implant was not deep enough and repositioned the device a little deeper into the sub muscular region to prevent future occurrences. The patient was in stable condition during and post procedure.